Manufacturer narrative:
Use error: per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 243- high 300s mg/dl). Insulin injections were administered and boluses were delivered. Tandem technical support assisted the customer with performing a pump system check and air gaps were found in the tubing. Reportedly, the customer was using fias insulin in the cartridge and knew it was off-label.